Event description:
A report was received that the patient's precision system will be explanted due to ineffective therapy and pain at the pocket site. The patient is very skinny and found the position of the device uncomfortable. The physician gave the patient lododerm patches.